Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed the occurrence of discrepant high ph results in samples introduced with higher injection volumes (beyond the epoc reader beep or after the "analyzing sample" message is displayed) with epoc sensor configuration 45.n (software version: epoc host v3.41.2 and epoc nxs v4.14.9 & 4.14.11). It should be noted that total carbon dioxide (tco2) is a measured value that uses the ph result and that discrepant high ph results may affect the following calculated values: anion gap (agap) (through chco3 or tco2), base excess (blood) (be(b)), base excess (extra cellular fluid) (be (ecf), calculated bicarbonate (chco3-), calculated oxygen saturation (cso2), calculated total carbon dioxide (ctco2). Siemens healthcare diagnostics determined the root cause of the ph bias to be caused by sensor configuration 45.n. Siemens has released a notification "discrepant high ph results with sensor configuration 45.n" to inform customers of the issue and provide a workaround option. Crr#: 3002637618-03-19-2025-001-c.

Manufacturer narrative:
The customer provided instrument files. Investigation ongoing.

Event description:
The customer reported discrepant high ph on one patient when compared to repeat testing on the same instrument. There is no report of injury due to this event.